Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that the device had entered ble lockout due to a stale bond between the device and the patient application.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the patient was seen in clinic and their implantable cardioverter defibrillator was interrogated. Upon interrogation, there was an excessive bluetooth telemetry use detected message. Bluetooth was enabled and the mobile application was re-paired. The patient was stable.